Event description:
The gauge on the mityvac reusable vacuum handheld pump did not function properly. It was discovered that the gauge needle was damaged due to possible external trauma and was not capable of determining the amount of pressure being applied during the procedure. The delivery was completed with no injury to the mother or baby.

Manufacturer narrative:
The returned mityvac reusable vacuum handheld pump was thoroughly investigated by our service and repair dept. The investigation revealed the gauge needle was bent and struck behind the "0" stop pin in the gauge. The gauge needle normally rests in front of the pin. Visual examination displayed damage to the device. The gauge not working properly has been attributed to impact damage/improper handling by the end user. The needle was repositioned to the correct side of the "0" stop pin and the unit functioned to specification. See scanned page. A review of coopersurgical's complaint database revealed no similar complaints on file for the mityvac reusable vacuum handheld pump. (B)(4).